Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Premature deployed could not be verified as the dislodged stent implant was not returned. Based on visual analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during unpackaging, while there was no difficulty encountered with unpackaging a 3.0x15 xience xpedition otw stent delivery system (sds), while the balloon remained uninflated, the stent was noted to have been partially expanded and was dislodged distally halfway off of the balloon. The device was not used in the patient. A non-abbott stent was used successfully to complete the procedure. There was no occurrence of a clinically significant delay. No additional information was provided.